Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the (B)(6) stating that the device had a damaged nose cone. The device was not being used during surgery. It is unk if there were injures or medical intervention. There was no add'l info provided.